Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, bladder infections, emotional distress, incontinence, and urine leakage. No further information has been provided.